Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent primary unicompartmental knee replacement on (B)(6) 2018. Patient presented with a fracture of the tibial plateau - at this point the unicompartmental knee was revised to a pfc tc3 rp. Patient has reported ongoing pain and discomfort from time of revision procedure. Bone scans indicate increased uptake around the tip of the tibial stem and around the resurfaced patella. A decision was made to revise some/ all of the tc3. On opening the knee, all the components were found to be well fixed. Extensive scarring/ scar tissue was found around the inferior pole of the patella component - this was excised. The tibial tray and stem were removed leaving the tibial sleeve in situ. The sleeve was again checked to ensure it was well fixed. An alternative tray was implanted into the fixed tibial sleeve, but this time without a stem. The view being that the sleeve is well fixed and the load would transfer through the sleeve - the stem would then not be required and would also prevent loading around the tip of the stem, which had potentially caused the pain. A new bearing was implanted and the knee closed.